Event description:
Note: manufacturer report #3005099803-2011-01169 was submitted to capture the other of the two reported cases of erosion. It was reported to boston scientific corporation that, "the physician has had a couple of pinnacle exposures recently. He wasn't sure if they were anterior or posterior since his pa's see the follow-up patients. Both were treated with estrogen cream and healed up fine." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.